Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided lot number 2008405. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defects and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples of the same lot number were obtained from the manufacturing facility. The retained samples were evaluated and no defects were identified. The syringes were able to draw and expel liquid properly. Per the investigation findings, an exact cause related to the manufacturing process could not be determined for this incident.

Event description:
It was reported that the bd flu+¿ syringe plunger would not depress when administering the vaccine into the patient's arm. The following information was provided by the initial reporter: "vaccine drawn up (last dose in vial) but vaccinator unable to depress plunger when needle inserted into arm (no problems drawing it up)."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd flu+¿ syringe plunger would not depress when administering the vaccine into the patient's arm. The following information was provided by the initial reporter: "vaccine drawn up (last dose in vial) but vaccinator unable to depress plunger when needle inserted into arm (no problems drawing it up)."